Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the sensitivity on the external pulse generator was on a setting the sensitivity would increase and then decrease. It was also noted that when advancing the sensitivity control one "click" at a time it would intermittently advance more than a single setting and also it would intermittently fail to advance. It was also noted that there was a "self-test failure." The generator was returned for service. It was indicated that there was no patient involvement.

Event description:
It was reported that when the sensitivity on the external pulse generator was on a setting the sensitivity would increase and then decrease. It was also noted that when advancing the sensitivity control one "click" at a time it would intermittently advance more than a single setting and also it would intermittently fail to advance. It was also noted that there was a "self-test failure." The generator was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the sensitivity was not consistent and it was attributed to the encoder flex being out of specification and therefore it was replaced. Analysis could not confirm the comment of the "self-test failure" occurring. Analysis did find that the upper and lower cases were broken and contaminated, the battery release, battery flex and ring cover were contaminated, both bail covers were broken, the battery contacts were compressed, the ring was bent, the keyboard was scratched and the battery drawer o-ring needed replacing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.